Event description:
During an apogee procedure the doctor perforated the bowel near the anus with one of the needles. Doctor aborted the procedure, sutured the bowel. The patient is doing fine post operatively.